Event description:
It was reported that post op of a lap gastric band procedure in 2007, patient had a fill two weeks post op of 1/2cc. Six weeks post op, a 1/cc fill was completed with a total of 1 1/2 cc in a 3 cc band. Patient lost 60 lbs and then post op in 2008, patient was having trouble keeping food down. On the next day, patient vomited in her sleep and choked. She could not stop coughing and choking. Her temperature went up to 102.6 f and she was taken to the hospital. She was admitted. They did a cat scan and lung x-ray and nothing was present in her lungs. She could not swallow water and at that time, she was severely dehydrated. The surgeon made a decision to remove the 1.5 cc of liquid from the band. She was administered an ultra IV with nutrients. She was kept overnight until she kept down jello and liquids. The patient's temperature was noted to be gone in the ER after the IV was given. A critical potassium level was documented and the patient was placed on a heart monitor. The band was not leaking after review of the cat scan, but inflammation in the area around the band location was seen. There was no infection at that time and no meds given of an antibiotic nature. The patient was released two days later, with the band empty. The patient has now recovered and will be seeing the surgeon for a review of her condition.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.